Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet system with a connected libre 3 plus cgm and reported an urgent low glucose alert with a nadir of 40 mg/dl; the patient¿s daughter questioned whether a recent change in pump target settings contributed and requested additional spanish-language training. Symptoms included sweating, shakiness, and nausea. Outcomes included self-treatment with oral glucose gummies and recovery without hospitalization. Investigation included complaint intake, review of reported cgm data context and user-reported pump target settings, and provision of troubleshooting and education with assignment for additional training. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.